Event description:
Meter does not power on. Pt tested on a friend's meter and obtained a blood glucose of 200 mg/dl. Pt treated themselves with oral medication. Pt ended up going to the hosp due to leg pain and was treated for leg pain and not for diabetes. Customer service was unable to resolve the issue and sent pt a new meter.